Event description:
It was reported that this right atrial (ra) lead recorded a lead safety switch due to low out of range pace impedance measurements lower than 200 ohms. There is no evidence of noise and sensing seems good. This ra lead remain in service. No adverse patient effects were reported.